Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) was frozen on the screen saver. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the ccm. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) connected the ccm to lab use only (luo) testing equipment. The monitor booted up as intended and a perfusion screen was entered without issue. The monitor was left until the screensaver came on and was left to run for a few hours. A single touch of the monitor turned the screensaver off without any issues. This was repeated a second time with no issues observed. It was determined that the ccm met specification.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. The service repair technician (srt) could not duplicate the reported complaint. The srt performed cleaning on the memory stick/random access memory (ram) contacts and the connector on the single board computer (sbc) board. After cleaning, the memory stick/ram was re-installed and removed five times to clean further contacts. The srt also checked the connection between the local area network/interface board (lan/if) and the sbc boards which was seated appropriately. Next the central control monitor (ccm) was left on for over six hours to bring up the screen saver which after contact to the screen, the ccm performed as expected. The ccm was then left on overnight and the screen saver was found to be working as expected again. It was determined that the ccm met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.